Event description:
It was reported that a patient experienced cloudy effluent during peritoneal dialysis therapy, and was suspected to have peritonitis. The cause of the cloudy effluent was not reported. It was not reported if the patient was hospitalized for the cloudy effluent. Treatment for the cloudy effluent was not reported. The patient outcome was not reported. The action taken with dianeal therapy was unknown. Additional information was not available. This is report 2 of 3 involved in this peritonitis event.

Manufacturer narrative:
Complaint no: (B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).